Event description:
The surgeon reports noticing z syndrome in the patient's right eye postoperatively with a crystalens at50ao iol due to the patient's visual acuity decreased. The surgeon performed a yag procedure on the patient on (B)(6) 2011. The patient's bcva prior to the yag procedure was 20/30 and after the yag procedure, the patient's bcva was 20/25.

Manufacturer narrative:
The lens remains implanted. Therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.